Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose level was 519 mg/dl. The customer administered a bolus via pump to address bg. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.